Event description:
It was reported to medtronic minimed that the customer had issue related to piston was not pushing enough insulin through infusion set and received critical pump error.the customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer reported a critical pump error other than the open book image error or critical pump error 24. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer agreed to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed active current test, sleep current test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test. No under delivery anomalies noted during testing. No drive/motor anomaly noted during testing. Unit successfully downloaded to thump and carelink. Confirmed 435000 (43.5 u) units of normal bolus was delivered on mar 01, 2025. Pump was cut to perform visual inspection and found no physical or moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay and scratched case. Pump passed functional testing and no under delivery anomalies noted during testing. Possible under delivery anomaly was not confirmed. Drive/motor anomaly not confirmed. Critical pump error (open book image) not confirmed. Cosmetic damages were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.